Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer (fse) performing the preventative maintenance replaced the ac line cord and cable clamp to resolve the issue. The fse completed pm and the unit passed all safety, calibration, and functionality checks. The unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported during preventative maintenance (pm) performed by a getinge field service engineer (fse), that the power cord on the cs300 intra-aortic balloon was damaged and the secondary insulation was exposed. There was no patient involvement and no adverse event reported.